Manufacturer narrative:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("essure adherent to the left cornual serosa/ essure noted to be perforated through the left cornua."), embedded device ("essure adherent to the left cornual serosa/ essure noted to be perforated through the left cornua."), ectopic pregnancy with contraceptive device ("ectopic pregnancy") and pelvic pain ("pain") in a 31-year-old female patient (gravida 1) who had essure inserted for female sterilization. Other product or product use issues identified: device ineffective "device ineffective". The patient's past medical history included pregnancy (2014 pregnancy/delivery). Concurrent conditions included asthma and gastrooesophageal reflux. On (B)(6) 2013, the patient had essure inserted. In 2016, the patient experienced ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required) and pelvic pain (seriousness criteria medically significant and intervention required). Last menstrual period and estimated date of delivery were not provided. The patient had essure during the first trimester of pregnancy. The patient was treated with surgery (bilateral salpingectomy), surgery (bilateral salpingectomy) and surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the fallopian tube perforation, embedded device, ectopic pregnancy with contraceptive device and pelvic pain outcome was unknown. The reporter considered ectopic pregnancy with contraceptive device, embedded device, fallopian tube perforation and pelvic pain to be related to essure. The reporter commented: patient need for additional surgery. The first pregnancy case( 2014) is captured in case (B)(4). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: total bilateral occlusion. Concerning the injuries reported in this case, the following one was reported via medical records: embedded device. Most recent follow-up information incorporated above includes: on 20-jun-2018: pfs received:the events fallopian tube perforation and device embedded added. Reporters,concurrent condition,lab data added. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Rospective pregnancy case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("essure adherent to the left cornual serosa/ essure noted to be perforated through the left cornua."), embedded device ("essure adherent to the left cornual serosa/ essure noted to be perforated through the left cornua."), ectopic pregnancy with contraceptive device ("ectopic pregnancy") and pelvic pain ("pain") in a 31-year-old female patient (gravida 1) who had essure inserted for female sterilization. Other product or product use issues identified: device ineffective "device ineffective". The patient's past medical history included pregnancy (2014 pregnancy/delivery). Concurrent conditions included asthma and gastrooesophageal reflux.. On (B)(6) 2013, the patient had essure inserted. In 2016, the patient experienced ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required) and pelvic pain (seriousness criteria medically significant and intervention required). Last menstrual period and estimated date of delivery were not provided. The patient was treated with surgery (bilateral salpingectomy), surgery (bilateral salpingectomy) and surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the fallopian tube perforation, embedded device, ectopic pregnancy with contraceptive device and pelvic pain outcome was unknown. The reporter considered ectopic pregnancy with contraceptive device, embedded device, fallopian tube perforation and pelvic pain to be related to essure. The reporter commented: patient need for additional surgery. The first pregnancy case ( 2014) is captured in case: (B)(4). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram: on (B)(6) 2013: total bilateral occlusion. Concerning the injuries reported in this case, the following one was reported via medical records: embedded device. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 1-nov-2018: quality safety evaluation of ptc. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and ectopic pregnancy with contraceptive device ("ectopic pregnancy") in a female patient (gravida 1) who had essure inserted. Other product or product use issues identified: device ineffective "device ineffective". In (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required). Last menstrual period and estimated date of delivery were not provided. The patient had essure during the first trimester of pregnancy. The patient was treated with surgery (to remove the essure). Essure was removed in 2016. At the time of the report, the pelvic pain and ectopic pregnancy with contraceptive device outcome was unknown. The reporter considered ectopic pregnancy with contraceptive device and pelvic pain to be related to essure. The reporter commented: patient need for additional surgery. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.